Event description:
Customer called to report the battery cap on the insulin pump cannot be removed. Blood glucose reading was 147 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.